Manufacturer narrative:
The sample has been received and is currently being decontaminated. A supplemental report will be submitted upon completion of the investigation.

Event description:
The IV was inserted into the patient. The clinician attempted to flush the catheter and the flush was unsuccessful. Upon further inspection, the clinician found the needle inside the catheter. The unit was removed and another unit was placed.